Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia, and death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had passed away from cardiac arrest. Patient medical records were reviewed and they showed that the patient had blood glucose levels of over 800 mg/dl and the patient had bilateral pneumonia. The patient's potassium and bicarb blood levels were off as well. Patient was taken to the hospital by ambulance and went in to cardiac arrest while they were at the hospital. No further information was able to be obtained.